Event description:
Additional information received per the medical records indicate that the patient has a history of hypothyroidism, hypertension, morbid obesity, dyslipidemia, diabetes, new onset congestive heart failure, uterine and cervical cancer, gastrointestinal bleed due to non-steroidal anti-inflammatory drugs (nsaid) therapy, and pneumonia. Surgical history includes hysterectomy and oophorectomy. Prior to the filter implantation, the patient presented with significant shortness of breath for approximately one month. Initial workup showed evidence of left perihilar pneumonia and infiltrate. The cardiac workup was negative for infarction. A transesophageal echocardiogram was performed and showed possible thrombus in the right atrium, as such a computed tomography (CT) scan was performed and noted large bilateral pulmonary emboli (pe), consistent with saddle embolus. The patient was placed on heparin and developed hematuria. It was also noted that the patient had a urinary tract infection at that time. The indication for the filter placement was bilateral pe. The filter was placed via the left femoral vein. The filter was deployed with the tip at the upper border of the l2 vertebra. A repeat venacavogram revealed good position of the filter. The following day a percutaneous intravenous central catheter was placed via the right brachial vein for new onset cardiomyopathy.   Additional information received per the patient profile form (ppf) states that the filter was unable to be removed. The patient became aware of this approximately nine years and two months after the index procedure. There have been no attempts made to retrieve the filter. The patient also reports anxiety related to the filter.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter is unable to be retrieved. No documented attempts to remove the filter were provided. The patient reported becoming aware of the filter being unable to be removed approximately nine years and two months post implant. The patient also reported anxiety related to the filter. According to the medical records provided the patient has a history of hypothyroidism, hypertension, morbid obesity, dyslipidemia, diabetes, new onset congestive heart failure, uterine and cervical cancer, gastrointestinal bleed due to non-steroidal anti-inflammatory drugs (nsaid) therapy, and pneumonia. Surgical history includes hysterectomy and oophorectomy. Prior to the filter implantation, the patient presented with significant shortness of breath for approximately one month. Initial workup showed evidence of left perihilar pneumonia and infiltrate. The cardiac workup was negative for infarction. A transesophageal echocardiogram was performed and showed possible thrombus in the right atrium, as such a computed tomography (CT) scan was performed and noted large bilateral pulmonary emboli (pe), consistent with saddle embolus. The patient was placed on heparin and developed hematuria. It was also noted that the patient had a urinary tract infection at that time. The indication for the filter placement was bilateral pe. The filter was placed via the left femoral vein and deployed with the tip at the upper border of the l2 vertebra. A repeat venacavogram revealed good position of the filter. The following day a percutaneous intravenous central catheter was placed via the right brachial vein for new onset cardiomyopathy. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Clinical factors that may have influenced the event include length of time in situ, patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter is unable to be retrieved. No documented attempts to remove the filter were provided. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter is unable to be retrieved. No documented attempts to remove the filter were provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.